Event description:
This is a spontaneous report by a nurse from the USA of a patient who did not wear a mask resulting in peritonitis in a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient did not wear a mask. On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Per the nurse, the cause of the peritonitis was due to the patient not wearing a mask. On an unreported date in (B)(6) 2010, a peritoneal effluent culture was performed but the results were unknown at the time of reporting. Treatment for the peritonitis was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome of the event was considered not reported. Dianeal therapy was ongoing. The patient was recovering from the peritonitis at the time of reporting. Per the nurse, the peritonitis was unrelated to dianeal therapy. The nurse did not provide a causal relationship between the event of "did not wear a mask" and dianeal therapy.

Manufacturer narrative:
(B)(4). The patients discard the samples after each therapy, therefore no sample was returned for evaluation.